Event description:
It was reported that (1) lcsc5 was used with hp053 during a lobectomy procedure. It was reported by the affiliate that the device made an error alarm. Opened another device to complete the case. There was no pt consequence.